Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed and reproduced it was caused by a partially dislodged q20 from the I/o printed circuit board. As a result, the I/o printed circuit board was replaced.

Event description:
It was reported that a pump was alarming for a system error 105. There was no pt incident.